Event description:
This spontaneous report (B)(4) from belgium was reported by a 35-year-old female consumer by emails and followed by a survey who reported experiencing serious health problems, a chronic swallowing problem/could not swallow properly/difficulty swallowing, excessive saliva and mucus production/mucus build-up/ stringy phlegm in the throat, a chronic lump feeling, nausea, gagging, pain under the ear near the salivary glands, and a significant affect in the ability to work/difficulty concentrating and functioning normally due to persistent physical symptoms after using the therabreath dry mouth mandarin + mint lozenges unspecified. On an unspecified date in 2019, the consumer initiated therabreath dry mouth mandarin + mint lozenges unspecified, taking a few pieces daily via the oral route to relieve her dry mouth symptoms. She reported that the product was used regularly for a few years and then stopped in (B)(6) 2021 after symptoms started, using a total of about 300 pieces or more over that time period. She reported in part- in 2019 and 2020, I bought the mandarin mint lozenges and used all 300 pieces continuously until 2021. That is when the symptoms started, including pain under my ear, near the salivary glands. Doctors suspected salivary stones or an infection, but both were ruled out. Later, the consumer reported in part by email: those saliva lozenges have caused me serious health problems, a chronic swallowing problem due to excessive saliva production now I am struggling for 3 years from mucus build-up and stringy phlegm in my throat after using the product for more than two years. It makes me nauseous and I feel like there is a lump stuck in my throat that I need to spit out otherwise, I end up gagging until it comes up. After drinking, a wall of mucus seems to form and rise, getting stuck in my throat. She also reports in part: the lozenges have triggered hypersensitivity and have certainly affected my saliva production. I have done diets, ent specialists, speech therapy, osteopathy, massages, keni to get rid of the excessive mucus production and nothing has helped. I have been sensitive to the excessive salivation and to the substances that produce saliva] there is an overload or overproduction. The consumer reports: I now have a chronic lump feeling and swallowing and mucus problems that I cannot get rid of. Later, the consumer reported additional information in a survey as follows: the product initially helped with dry mouth, but eventually I developed excessive saliva and swallowing issues possibly due to an imbalance. Symptoms appeared gradually but became noticeable around (B)(6) 2021, after prolonged use and in the beginning of 2022, I started having swallowing issues caused by excessive saliva. This condition has significantly affected my ability to work. I have experienced ongoing difficulty concentrating and functioning normally due to the persistent physical symptoms. She reports in part: I am not able to conduct live, in-person training sessions. I've had to switch to remote sessions because of the need to frequently spit due to excessive saliva. The consumer also reported: during meetings and trainings, I must mute my microphone and turn off my camera regularly. This has created serious limitations in how I can perform my job and interact with others. I consulted my general practitioner (gp), who referred me to an ent (ear, nose, and throat) specialist for evaluation of excessive saliva and swallowing difficulties. The initial treatment involved observation, hydration advice, and possible medication adjustments, including a nasal spray (fixonase) and allergy medication, as well as stomach-related treatments to rule out underlying causes, including omeprazole. In addition, I explored complementary treatments: I received several throat massage sessions, consulted an orthomolecular practitioner, took specific supplements and followed a histamine-reduced diet, avoided mucus-promoting drinks and certain foods, visited osteopaths and herbal specialists logopedic - swallow therapy, tried herbal infusions and natural remedies to support symptom relief and still nothing has helped yet. Additional evening tract neck-shoulder exercise was reported by the ent to have helped a bit. The consumer reported: based on advice from a second-opinion doctor, I am currently taking the following medications: mometasone (nasal spray), bellazol, gallisch antizuur, and pantomed (pantoprazole). These medications were prescribed to explore and rule out possible underlying causes. However, they have not led to improvement in the symptoms. No additional information was available. To note, the survey response to: were you formally admitted into hospital was: admitted into hospital. However, details of hospital admission were not shared at this time. The action taken with therabreath dry mouth mandarin + mint lozenges unspecified was withdrawn. The outcome of the events was not recovered.